Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms and pacing inhibition during an implant procedure. Additional information received indicated that the patient had a wound dehiscence but had nothing to do with the procedure and a blood culture was taken which came back with a negative result. This device was never implanted and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.